Event description:
The user facility reported that an unspecified patient¿s culture tested positive with burkholderia cepacia following the use of the scope. The user facility staff reported that they do not believed the scope caused the infection; however, out of an abundance of caution, a decision was made to have the scope cleaned and inspected before putting it back into service. Scope was cleaned then high level disinfected in their automated endoscope reprocessor (aer) machine prior to shipment to olympus. There was no reported issue with the aer. The user facility reported that during their internal investigation, they determined that there were a total of three patient infections; involving three different scopes. This is for report 3 of 3.